Manufacturer narrative:
(B) (4). The ge service rep replaced the ip peb. The sys now operates as intended.

Event description:
The customer reported there were problems with the screen and qc. No pt injury was reported.